Manufacturer narrative:
B3: the event date is approximate. D4: the device serial number were not provided. G3: the complaint was received from a consumer in canada. H4: manufacture date not provided. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Event description:
It was reported that a philips one powered toothbrush and charger was burnt while charging. It was confirmed that no injury occurred related to the reported event. Device is not able to be returned; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.